Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 231 mg/dl. The customer also reported insulin was squirting out during a manual prime. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also reported the motor did not slow down and numbers did not ramp up on on the insulin pump's screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test and unable to prime due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, missing end cap sticker and broken belt clip slot.